Event description:
Philips received a complaint by the customer on the v60 indicating that the electrical safesty inspection (es) reading for grounds was above 3ohms. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the esi reading for grounds was about 3ohms. A philips authorized service provider (asp) went onsite and performed an evaluation. The philips asp determined the reported issue was not due to the power cord. The philips asp spoke with the customer onsite and confirmed they would be retiring the unit from service. The customer is retiring the unit from service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A second onsite service was later provided. At the second onsite service, a philips authorized service provider was unable to duplicate the reported issue and confirmed the device passed the electrical safety tests. The reported issue was unable to be duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.